Event description:
Report #1 of 2: general report received of "pulsatile flow" affecting the patient's blood pressure. The patient had sepsis, receiving an unspecified concentration of epinephrine at an unspecified rate. It was reported that the patient was experiencing wide fluctuations in their blood pressure while the device was in use. No specific blood pressure values could be recalled. The infusion was switched to delivery by a medfusion syringe pump and the patient's blood pressure reportedly stabilized. There was no medical intervention required for the pt. The pump was not isolated nor identified by serial number.